Event description:
It was reported that a small screw of the sola light system fell on the pt during surgery. The screw did not fall into the surgery area.

Manufacturer narrative:
The sola 500/700 op light system has a vertical central axis, which is closed at the lower end by a cover plate. The cover plate is fixated by three screws. The screw which fell down was one of these fixation screws. The concerned screw is small and has not caused any injury when it fell down. For eval drager analyzed the design and the quality data and has checked all sola light systems in ten hospitals in the netherlands as control sample. The check in hospitals revealed no loose screws. Only one of the screws could be tightened by a quarter turn. The design provides screw retention by a spring effect of the cover, which has little room for elastic movement. In the frame of market observation this is an isolated case. No other event concerning this screw was reported. The root cause why one screw came loose at this nine yrs old device could not be identified. Drager does not intend further measures at this time.